Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The adjustment tool was used to remove a screw and install adjacent level with another manufacturer's screws in a revision surgery. There is no issue with the existing screw and the surgery was completed by using an alternative tool. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The likely cause of the reported event is normal wear and tear. Additional considerations are the force applied by the surgeon, and whether the screw that was being removed has fused and became unloose.

Event description:
It was reported that; adjustment driver tip broke. Sales rep had another, no adverse consequences or surgical delay.

Event description:
It was reported that; adjustment driver tip broke. Sales rep had another, no adverse consequences or surgical delay.